Event description:
It was reported that the customer encountered a minimum fill notification with their insulin pump. There was no adverse impact on the customer¿s blood glucose level. Technical support advised cleaning the pneumatic tap area, and the customer successfully loaded a new cartridge onto the pump, resolving the issue.